Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that a request was made to have data from this left bundle branch (lbb) lead analyzed due to non sustained ventricular tachycardia (nsvt). Technical services (ts) reviewed the data and identified farfield oversensing (ffos) of the atrial arrhythmia which led to pacing inhibition of three seconds. High fixed thresholds were noted. This lbb lead remains in service. No adverse patient effects were reported.